Event description:
Reporter indicated a vns handheld computer would not power on despite being charged and plugged to the wall. Attempts for further info and product return have been unsuccessful to date.